Event description:
The tip of the expressew device broke off during use. The surgeon removed that fragment from the patient and completed repair. There were no patient consequences reported.

Manufacturer narrative:
The complaint device has not yet been received. No lot number was supplied which precludes conducting a batch history review. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.